Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in backup vvi mode. A device status report could not be printed, further trouble shooting could not be performed. No intervention had been performed. The device remained implanted.